Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on an open coronary artery bypass graft saphenous vein harvesting, during the harvesting of veins, the clips do not close correctly. A number of times was taken to fire the clip in order to get it to form correctly. Some of the clips scissor and cut the vessel. When the clips scissored and cut the vessel, the surgeon hand sew the vessel for remediation. Another device was used to complete the case.